Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and vision distortion. The iol exchanged for another lens (another model) approximately 6 weeks following the initial procedure. Additional information was requested and received stating the patient's symptoms were not resolved (still stromal edema). The patient was not hospitalized for the event and there was no patient harm.